Event description:
It was reported from the patient¿s initial implant surgery that high impedance readings were being obtained from device diagnostics. The surgeon tried irrigating the vagus nerve and re-inserting the lead pin, but the generator was still showing high impedance. The system diagnostics being performed kept showing >10,000 ohms. The lead appeared to be contacting the nerve. Generator diagnostics were performed with the test resistor and showed results within normal limits. The surgeon decided to use a different lead, and device diagnostics were within normal limits on this second lead. Further information from the field showed that the leads were not used in a way where it was obvious they would be damaged. It could not be confirmed if equipment was introduced in manner that would have led to damage to the lead. The surgeon implanted the subsequent lead in a similar manner with no noted issues. The device history records of the suspect lead and involved generator were reviewed by the manufacturer, and it was found that all quality tests passed prior to distribution. Review of the applicable generator manufacturing procedures showed that the stored impedance value from manufacturing could not have been responsible for the high impedance results. The suspect lead has not been returned to the manufacturer to date. No additional pertinent information has been received to date.

Event description:
The suspect lead was received by the manufacturer. Product analysis is underway, but has not been completed to date. No additional pertinent information has been received to date.

Event description:
Product analysis was completed on the returned lead. The full lead was returned intact. The condition of the returned lead was consistent with conditions that typically exist following an attempted implant procedure. No obvious anomalies were noted except for three half-sets of set screw marks found near the end of the connector pin, indicating the lead had not been fully inserted into the cavity of the generator. In product analysis, the connector pin was inserted into the cavity of a sample generator. No obstructions were noted, and it was verified that there were no dimensional issues in the connector portion of the lead preventing full insertion into a generator. Continuity checks of the returned lead were performed with no discontinuities identified. The measurements of the lead were determined to meet those defined in the manufacturing specifications. Based on the findings, there is no evidence to suggest a discontinuity in the returned device. Incomplete insertion of the connector pin was a potential cause for the observed high impedance condition during the attempted implant of this lead.